Manufacturer narrative:
Service was not dispatched to investigate the event as reagent pack sharing was proven. The field service engineer did not evaluate the instrument. A bci customer technical specialist conducted troubleshooting with the customer over the phone and discovered that the customer is sharing reagent packs between two instruments. Customer error is the root cause for this event. This is 3 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report. Reference MDR numbers: 2122870-2011-02963, 02987, 02989, 02990 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erratic accutni (troponin I) result generated on a unicel dxi 800 access immunoassay system. The initial result was reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.